Manufacturer narrative:
He complaint states total hip arthroplasty. Beige locking device on handle shattered on impaction. No delays with surgery. No bits left inside patient. No adverse event reported. The investigation could not confirm the complaint as no device was returned. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-(B)(4) (dwg-(B)(4) ) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-(B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Beige locking device on handle shattered on impaction. No delays with surgery. No bits left inside patient. No adverse event reported.

Manufacturer narrative:
The complaint statestotal hip arthroplasty. Beige locking device on handle shattered on impaction. No delays with surgery. No bits left inside patient. No adverse event reported. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.